Manufacturer narrative:
Device not returned.

Event description:
The surgeon implanted the mesobiomatrix on (B)(6) 2017. It was the first time he was using the device. He also used the sebbin skin tissue expander and filled it with saline. The mesobiomatrix was not under tension as the expander was not filled to maximum capacity. The surgeon indicated that patient had "red breast" & he was concerned about the amount of fluid coming out of the wound. He was aspirating the fluid on a daily basis. He prescribed antibiotics for the patient but also confirmed that there was no infection. The patient did not improve. Revision surgery was performed on (B)(6) 2017. During surgery, he could not identify the mesobiomatrix - it was completely dissolved. The seroma fluid was drained & the tissue expander was deflated. They did not implant another mesh.